Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: the consultant used the manta device at the end of the tavi procedure. But experienced some difficulty when pushing bypass tube into the manta sheath. He was able to push in bypass tube and proceed with medium force to complete deployment without having to change for a new device or open another manta device.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, following a tavr procedure, an 18f ce manta was planned for closure in the left common femoral artery. Micro puncture and ultrasound guidance were utilized to achieve a medial positioned access. No calcification or tortuosity was noted, depth measurement recorded at 3cm. No issues were encountered advancing or withdrawing the procedural sheaths. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the bypass tube met with some difficulty and could not be locked into the manta sheath valve. The physician was able to apply medium force and push the bypass tube into the hemostatic valve, connect the manta closure to the manta sheath; successfully completing closure. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.